Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 446 to 500 mg/dl. Customer reported that they corrected their high blood glucose level with manual injection and 10 units of insulin. Customer reported insulin pump was not working it was not driving insulin and they disconnected. The insulin pump passed displacement test and self-test as well. The insulin pump will not be returned for analysis.